Event description:
It was reported that the instrument was used and a leak at the anastomosis was reported later. The pt were readmitted for surgery to correct the leaks. There was no add'l pt consequence. The discovery of the leak occurred after the operations.